Event description:
The customer observed 1 discrepant architect stat tropinin-I result for one patient while using the archtect i2000sr analyzer. The following data was provided: sid (B)(6) initial 0.043 ng/ml, retest 0.000 ng/ml. The customer uses a cutoff of 0.034 ng/ml. It is unknown which result is questioned by the customer (whether false positive or false negative). The abbott service representative checked the entire instrument and it was found in perfect working condition. There is no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints, accuracy testing and review of labeling. No adverse trends in complaint activity were identified. Review of ticket trending did not identify atypical complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 03951un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction. The imprecise results were observed on two samples and when multiple replicates of low control were tested the % cv was acceptable. Labeling was reviewed and found to be adequate and reviewed with the customer. No additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).